Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical devices - comprehensive srs modular stem with screw 16 mm x 75 mm catalog #: 211274 lot #: 636570, comprehensive reverse shoulder glenosphere 41 mm catalog #: 115323 lot #: 078060, comprehensive reverse shoulder humeral bearing 44 mm catalog #: xl-115366 lot #: 461380, comprehensive reverse shoulder humeral bearing 44 mm catalog #: xl-115368 lot #: 337820, comprehensive reverse shoulder humeral tray with locking ring 44 mm catalog #: 115370 lot #: 284420, comprehensive srs proximal body - large 42 mm catalog #: 211218  lot #: 497840, comprehensive reverse shoulder central screw 6.5 mm x 30 mm catalog #: 115396 lot #: 159850, comprehensive reverse shoulder central screw 6.5 mm x 35 mm catalog #: 115383 lot #: 976250, comprehensive reverse shoulder fixed locking screw 4.75 mm x 25 mm catalog #: 180552 lot #: 026950, comprehensive reverse shoulder fixed locking screw 4.75 mm x 20 mm catalog #: 180551 lot #: 900380, comprehensive reverse shoulder fixed locking screw 4.75 mm x 15 mm catalog #: 180550 lot #: 532120.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action(s) is/are required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It is indicated that the patient underwent a right shoulder arthroplasty revision to exchange the baseplate component due to infection of unknown duration. No further information has been provided.

Manufacturer narrative:
(B)(4). It is indicated that the product will not be returned to zimmer biomet for investigation, as no response has yet been received from the customer. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It is indicated that the patient is scheduled to undergo a right shoulder arthroplasty revision to exchange the baseplate component due to unknown reasons. Attempts have been made to retrieve additional information, but no further information is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient was revised due to infection. No further information has been made available at this time.